Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) minicap transfer sets were cracked which resulted in a leak. These issues were observed while in use by the patient during peritoneal dialysis (pd) therapy. The location of the cracks was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: five (5) actual samples were received for evaluation. A visual and functional test was performed on one (1) of the sample with no issues noted. Two samples had a crack main body, however, functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified on these two samples. Should additional relevant information become available, a supplemental report will be submitted.